Manufacturer narrative:
Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical study site ID (B)(6); study subject ID (B)(6) was implanted on (B)(6) 2007, with an advance sling. On (B)(6) 2008, the subject experienced acute urinary retention treated with transurethral catheterization. The site determined the event was related to the device and to the procedure. The event was resolved on (B)(6) 2008.